Manufacturer narrative:
The unit has been returned and received for investigation. When complete, a follow-up report will be submitted.

Event description:
We are still awaiting details from the customer. Thus far, the dealer has only reported that the independent lifter twisted during use, causing the user to fall to the floor.